Manufacturer narrative:
(B)(4). The customer alleged that no alarm was provided for a red alarm event. A philips field service engineer (fse) went outside and tested the bedside monitor and central station post incident and found both performing to specifications. Alarms were provided as appropriate for simulated patient conditions. A review of the central station log files shows that red alarms were being provided throughout the incident timeframe. This is being reported only because a philips device was in use on a patient who died. Philips labeling (instructions for use) provides adequate information relative to the red abp disconnect alarm. No further investigation or action is warranted.

Event description:
The customer reported that no alarm was provided for a red alarm event.